Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation. Lot information has been provided.

Event description:
Procedure performed: apronectomy. Event description: sealing and cutting across subcutaneous fat. After transecting, the tissue started to part within the jaws but the jaws failed to reopen after releasing the knife assembly and hence could be pulled off the tissue bundle until they forced it off as the knife assembly hadn't retracted. There is no clinical impact to the patient. Intervention: replaced the device. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws not opening. The jaws of the device could not open because the blade lever did not retract. Based on the condition of the returned unit, it is likely that the reported event was caused by the surgeon using the device with the blade channel covered in extreme eschar. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: apronectomy. Event description: sealing and cutting across subcutaneous fat. After transecting, the tissue started to part within the jaws but the jaws failed to reopen after releasing the knife assembly and hence could be pulled off the tissue bundle until they forced it off as the knife assembly hadn't retracted. There is no clinical impact to the patient. Additional information received on 07may2025: the event unit will be returned along with the device key. Additional information received on 08may2025: the lot number is 1522802. Intervention: replaced the device. Patient status: ok